Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of a groshong catheter were returned for evaluation. An initial visual observation of the videos showed that as the catheter was flushed, a clear liquid could be seen leaking out of the catheter tubing. However, no splits, holes, or other damage or distinguishing features could be seen in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after successful puncture, a syringe was used to start flushing the tube and a leak was found at the junction. No patient harm was reported, no other information was provided.

Event description:
It was reported after successful puncture, a syringe was used to start flushing the tube and a leak was found at the junction. No patient harm was reported, no other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.